Manufacturer narrative:
The reported event of oversensing due to noise was not confirmed. As received, a complete lead was returned in one piece. A visual inspection of the lead revealed no anomalies. Electrical tests and an x-ray examination were performed and revealed no indication of conductor fractures or internal shorts.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, noise that resulted in oversensing was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.